Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a psi tec iii liposuction aspirator was damaged during procedure. The customer reports that there was fluid inside the machine and that the motor was damaged. It was also reported that the hand piece shot off of the machine. Per reporting contact, he is unaware of patient injury. The procedure was not completed. Several attempts were made to obtain additional information regarding this complaint, but no further information has been made available. Should more information become available, case will be re-assessed and notes will be updated and supplemental MDR will be submitted.

Manufacturer narrative:
As per confirmation from the customer quality leader, the equipment has not been returned to the (B)(4) repair center for analysis/repair, and therefore no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint equipment is received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a psi tec iii liposuction aspirator was damaged during procedure. The customer reports that there was fluid inside the machine and that the motor was damaged. It was also reported that the hand piece shot off of the machine. Per reporting contact, he is unaware of patient injury. The procedure was not completed. Several attempts were made to obtain additional information regarding this complaint, but no further information has been made available.